Event description:
It was reported that the patient treated a low blood glucose and subsequently experienced elevated blood glucose readings of 215 mg/dl decreasing to 182 mg/dl while using the ilet, with the device allowed to address the high glucose. The event was attributed to user management of hypoglycemia and potential missed dosing and involved the user interface. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.